Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of "tingling" chest pain. Pericardial effusion without perforation was noted on the x-ray fluoroscope. The right atrial (ra) lead exhibited increase in atrial threshold. The lead was explanted and replaced, and drainage of pericardial effusion fluid was performed. No further patient complications have been reported as a result of this event.